Event description:
It was reported to philips that it does not charge the battery.there¿s no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. Multiple attempts were made to request information.